Event description:
It was reported that there was a warm feeling at the pocket. It had seemed to occur off and on since implant but particularly when it is hot outside, it was 100 degrees two weeks prior to the date of this report or when the patient cooked, about a week prior to the date of this report. The patient had inquired if cooking with a standard oven could affect the implant. The cause of the event was not determined and it was unknown if it was device related. The patient¿s status was other, unknown. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0mq2q, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0mq2q, implanted: (B)(6) 2014, product type lead. (B)(4).